Event description:
On june 1st, the user contacted dario to report high blood glucose (bg) readings. The user reported that one week prior to contacting dario, she woke up in the morning and felt that she had a low bg level, so she drank some juice. The user reported that she then tested her bg with the dario and received a reading of 250 mg/dl compared to a reading of 69 mg/dl with her non-dario meter. The user reported that she immediately tested her bg levels once again with her dario meter, and received a reading of 133 mg/dl, and again after several minutes, received a reading of 70 mg/dl. The next night, the user reported testing her bg level and received a reading of 448 mg/dl with her dario meter. Even though the user reported that she didn't feel like her bg level was high, she medicated with insulin. The user reported that after medicating, she immediately tested her bg level with her non-dario meter and received a reading of 88 mg/dl compared to an additional reading from her dario meter of 90 mg/dl, when she realized that she did not need to medicate. While on the phone with dario's representative, the user reported that she stores her meter and cartridge of strips on a shelf underneath her computer. Dario's user guide states in the section 'general precautions': "do not leave the meter in very hot or cold places. Do not leave it near a heat source (radiator) or in a car in hot or cold weather." A replacement of dario's strips, lancets, and control solution were sent to the user to further investigate this issue. Multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the maintenance issue. No resolution is available.